Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device rapidly depleted batteries and it was attributed to the main printed circuit board being contaminated. It was also noted that the lower case was contaminated, the upper case was dented, the keypad was damaged and the display wires were pinched with the white insulation exposed. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) rapidly depleted batteries. The epg has been returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.